Event description:
It was reported that during a surgery for a pertrochanteric fracture, the blade was noted to not be threaded. The device was replaced. There was no ae reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: corrected: g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics. However, photos were provided for review. Based on the analysis performed in relation to root cause, the cell operator failed to perform proper line clearance after/during a tool breakage event on machine e471 during the manufacture of batch 54961p6. This led to multiple parts missing threaded features. A review of detection methods in place at the time was conducted, and determined that the final bounding is isolated to p/n 04.038.400s, batch 54961p6 ((B)(4) pcs). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 04.038.400s. Lot # 56842p6. Manufacturing site: werk selzach logistik. Release to warehouse date 05.march.2025. Expiration date: 01.march.2035. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation and sent to the manufacturing site. Based on the analysis performed in relation to root cause, the cell operator failed to perform proper line clearance after/during a tool breakage event on machine e471 during the manufacture of batch 54961p6. This led to multiple parts missing threaded features. A review of detection methods in place at the time was conducted, and determined that the final bounding is isolated to p/n 04.038.400s batch 54961p6 (B)(4). A dimensional and functional inspection were performed by the supplier, and the device does not engage (threads are missing). The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 04.038.400s, lot # 56842p6, manufacturing site: werk selzach logistik, release to warehouse date 05.march.2025, expiration date : 01.march.2035, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.